Event description:
This pt had a fem-pop bypass for vascular insufficiency. The pt was a diabetic. The hospital states that they did not place a magnet over the device during the surgery. Post implant, in the ICU, the pt went into tachyarrhythmia and coded while the nurse was on break. The device displayed no detection or therapy for the arrhythmia. The pt expired on (B) (6) 2010. The hospital does not believe that there was a device issue. The pt's family did not want an autopsy and the initial cause of death is though to be respiratory arrest. The device was recovered from the funeral home on (B) (6) 2010.